Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the event was possibly related to the procedure and the valve.

Manufacturer narrative:
Updated data: b5 h6 - annex e, annex f . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the atrial fibrillation (afib) converted to sinus rhythm. At least three months after the implant of the valve, diagnostic tests were performed, and intermittent fluttering/palpitations occurred. The patient was considered for an implantable loop recorder (ilr).

Event description:
It was reported after undergoing a transcatheter aortic valve implantation procedure, the patient was placed on mobile cardiac outpatient telemetry (mcot). On the fourth post-operative day, the mcot showed an episode of paroxysmal atrial fibrillation with rapid ventricular response; there were no attributable symptoms. The next day, electrophysiology was consulted with recommendation for close surveillance and medical management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.